Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxi 800 access immunoassay system (dxi 800) generated erratic, elevated estradiol results above the normal range of the assay for two patients that did not match the clinical pictures of the patients. Customer reported that repeat testing on the same instrument continued to produce erratic results while repeat testing on a second dxi 800 generated reproducible results that matched the clinical pictures of the two patients. Customer reported that erroneous estradiol results for one patient were reported out of the laboratory. Customer reported that the erroneous results were amended. Customer reported they are unaware if there was any change to patient care based on the amended result. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) determined a piece of peri-pump tubing was not allowing proper aspiration at one of the aspirate probes. The fse changed the peri-pump tubing and the issue was resolved. The fse verified the system performed within instrument specifications. The fse verified quality control passed within the customer's established limits.